Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the tips were not loaded correctly in the reported problem area of the pipette assembly. A plunger clamp and two lld contact springs were replaced. The instrument was inspected, tested without further problem, and returned to service.